Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.